Event description:
Brainlab ultrasound adapters allow the use of ultrasound probes for navigation with the brainlab cranial navigation system. During an installation at a hospital in belgium it was detected by a brainlab representative that the brainlab ultrasound adapter compatible with bk medical ultrasound transducer (B)(4) cannot be rigidly fixated on the according ultrasound probe. Brainlab investigation showed that: the shape of the adapter might not always allow a fixation to the ultrasound probe, that is as rigid as required by the navigation system. When sterilizing the adapter according to brainlab instructions, the adapter latch may become slightly deformed. This may prevent rigid fixation ot the probe. Due to this issue an unnoticed movement between the ultrasound adapter, including the attached tracking array, and the ultrasound probe may occur during surgery. This potential movement could cause an inaccuracy of several millimeters of the displayed ultrasound information in the brainlab navigation. No injury or ineffective treatment of a patient has been reported to brainlab regarding this effect by this or any other hospital.

Manufacturer narrative:
The issue has been detected during installation at the hospital. No injury or ineffective treatment of a patient has been reported to brainlab regarding this effect by this or any other hospital. However, due to this issue a shift of several millimeters of the displayed ultrasound information could occur, compared with the pre-operative image sets displayed in the navigation system. If this potential shift is not detected by the user, a risk to patient health cannot be excluded. For further details please refer to attached product notification letter CAPA-(B)(4). This issue has been initially detected by a brainlab representative during installation at the following hospital: (B)(6). Brainlab intends the following corrective actions: existing potentially affected customers receive a product notification letter. Brainlab will actively provide revised hardware to correct for this error. Tentative planned timeline for availability: (B)(4) 2013.